Event description:
Initial result of ast -424 u/l and alt of -76 u/l repeated as ast 21 u/l and alt 21 u/l. Incorrect results were not used to provide customer treatment. Field service rep cleaned the waste lines and the sv 21 valve. Performed precision check and ran qc materials. Precision check and qc materials recovered within specification.